Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was blood and contrast in the inflation lumen. Device analysis determined the condition of the returned device was consistent with the complaint incident. There were numerous hypotube kinks. Magnified inspection identified a 3mm longitudinal tear in the balloon material on the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material and ro markerbands that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.25mm x 12mm emerge¿ balloon catheter was selected for use and advanced to dilate the lesion. Upon an unknown number of inflation, the balloon ruptured at 6 atmospheres. No segment of the balloon was left inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.25mm x 12mm emerge¿ balloon catheter was selected for use and advanced to dilate the lesion. Upon an unknown number of inflation, the balloon ruptured at 6 atmospheres. No segment of the balloon was left inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).